Manufacturer narrative:
(B)(4). Used in a calcified artery, and failure to follow steps/instructions. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device after a lower extremity peripheral interventional procedure. Reportedly, the device was not held against the artery when the clip was deployed. The clip did not achieve hemostasis. A small hematoma was observed. Hemostasis and treatment of the hematoma was with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.